Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy. The aus was explanted and a fluid leak was identified. A new aus with a smaller cuff was implanted. There were no additional patient complications.